Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had an issue where the nurse could not push the button on the far-left side of the monitoring screen to see previous hour data. They verified that to be an accurate assessment but noted that the rest of the buttons on the main monitoring screen were functional. Additionally, the nurse reported that the 2 previous hours showed zero output and also that the patient was away for those 2 previous hours even though the patient never left the room. Also noted that the temperature display was also no output (or) asterisks for the 2 hours that were shown as away. The nurse indicated that they removed and replaced the drainage tubing in the tube holder during the current hour and the unit started to register current output as well as the output that was missed for the previous 2 hours. They attempted to pull the log file from the unit but in doing so caused multiple reboots of the device - all reboots went right back into the monitoring session and did not lead to any loss of data. They obtained the log files from that unit for further investigation.

Event description:
It was reported that the sensica device had an issue where the nurse could not push the button on the far-left side of the monitoring screen to see previous hour data. They verified that to be an accurate assessment but noted that the rest of the buttons on the main monitoring screen were functional. Additionally, the nurse reported that the 2 previous hours showed zero output and also that the patient was away for those 2 previous hours even though the patient never left the room. Also noted that the temperature display was also no output (or) asterisks for the 2 hours that were shown as away. The nurse indicated that they removed and replaced the drainage tubing in the tube holder during the current hour and the unit started to register current output as well as the output that was missed for the previous 2 hours. They attempted to pull the log file from the unit but in doing so caused multiple reboots of the device - all reboots went right back into the monitoring session and did not lead to any loss of data. They obtained the log files from that unit for further investigation.

Manufacturer narrative:
The reported issue was inconclusive. A potential root cause is part geometry. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1.1 introduction : this manual provides the indications, contraindications, warnings, precautions, and instructions for use with the bd sensica¿ urine output system. Carefully read this manual in its entirety before using the bd sensica¿ urine output system. Failure to follow these instructions may result in improper use of this device. Contact customer service at +1.844.823.5433 with any questions about the information contained in this manual or about the operation and safety of the bd sensica¿ urine output system. 1.2 indications for use: indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent. 1.3 contraindications there are no known contraindications for use with patients who have indwelling, urological catheters in place." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.